Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, as a result of the investigation, it is assumed that parts on the board deteriorated over time due to repeated use for a long period, and the ap substrate and the dr substrate failed. In ap substrate and dr substrate, driving, control, and image preprocessing of the 180 scope are carried out. Therefore, it is presumed that the image abnormal or image disappearance of 180 scope occurred by the failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was present when utilizing the device with a 180 scope due to a faulty patient board set. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center had an image issue while prepping for use. According to the initial reporter, the picture would pixelate and go out. There was no patient harm or consequence reported as a result of this event.